Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was causing the patient discomfort due to its size. Surgical intervention was taken where the proclaim ipg was explanted and replaced with an eterna ipg. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ipg site pain. It was noted that the size of the ipg was bothersome. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.